Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 406 mg/dl. The customer treated their blood glucose with the insulin pump. Customer also reported stress was the cause of their high blood glucose. The customer also reported a broken belt clip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.